Event description:
The reporter indicated that while attempting to load a 12.6mm tmicl12.6; -16.00/3.5/090 (sphere/cylinder/axis) implantable collamer lens it had tore. It was noted "lens broke pulling through cartridge". There was patient contact but no patient injury. Lens was not implanted. A back up lens was used and this resolved the problem. The cause of the event was reported as a user error and noted "forceps pulled tear in lens as it came through cartridge".

Manufacturer narrative:
Claim#: (B)(4).